Event description:
It was determined that the event described in manufacturer's report #2182207200501905 was previously reported in manufacture's report #2182207200501903.

Event description:
The hcp reported the pt presented with early withdrawal symptoms. The pumphad last been refilled one week prior with i7cc of baclofen 2000mcg/ml. The hcp is now unable to aspirate any drug from the reservoir. She injected 3cc of drug into the reservoir and could not aspirate it back. A follow up report will be sent when additional info is rec'd.